Manufacturer narrative:
Investigation pending device return.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014, inratio: 1.3, lab: 3.28. Lab draw conducted within an hour of taking inratio test. Therapeutic range: 2.0 - 3.0.